Event description:
The customer had reported conmed's hyfrecator generator was displaying an error message. Upon evaluation, the conmed investigator noticed the activation button would remain stuck in the activated position.

Manufacturer narrative:
The original complaint was reported to conmed on (B)(6) 2012 and the customer only stated that the hyfrecator unit was producing error messages. Conmed was unaware of the condition of the handpiece until (B)(6) 2012. As there was a self-activation, conmed would like to be consistent and conservative in reporting this event to the f.d.a.